Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's rate was lower than the programmed rate on the implantable pulse generator (ipg). No intervention took place. It was also noted that the right ventricular (rv) lead exhibited varied thresholds and a loss of capture. No intervention took place on the lead. Both the device and the lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.